Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported uncommanded bolus and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the device delivered an insulin bolus of 20 units that was not requested or initiated by the customer. According to the caller he was going to program a meal bolus at breakfast and when he looked at the controller screen, it already had a bolus in progress of 20 units of insulin. The customer reported canceling the bolus when approximately 11 units had been delivered. The customer insisted he did not open the bolus calculator screen and the last time he used the controller was the previous day. The customer did not require medical intervention or treatment due to the bolus delivered.